Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which unspecified leaking was detected. No patient involvement, injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.